Event description:
It was reported that the powerseal exhibited seal abnormality frequent occurrence during first 10 minutes of surgery. The issue occurred during a therapeutic gastrointestinal procedure of gastric laparotomy. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.